Event description:
It was reported that during a first and second septal artery ablation procedure to cause a myocardial infarction (mi) in a bulging muscle under the aortic valve, the whisper 300 ms guidewire was positioned in the second septal artery off of the left anterior descending artery. A 1.50x6mm otw trek balloon dilatation catheter was then advanced over the wire and inflated. The whisper wire was removed without issue and alcohol was introduced into the vessel. The whisper wire was then advanced back through the balloon to remove the balloon dilatation catheter. The balloon was deflated and removed against resistance from the anatomy. The whisper guide wire was then advanced down the first septal artery. A new 1.50x6mm otw trek balloon dilatation catheter was advanced over the wire and inflated to 8 atmospheres. The wire was attempted to be removed, but was frozen on the balloon dilatation catheter. The balloon was deflated and the balloon dilatation catheter and the wire were removed as a single unit. A non-abbott (sprinter) balloon dilatation catheter failed to cross the lesion. The procedure was stopped. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: the trek balloon dilatation catheter was used for an ablation procedure. Evaluation summary: the device was returned for evaluation and the difficulty removing the guide wire was observed due to the bunching of the shaft. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. It should be noted that the mini trek instruction for use (IFU) states: the trek otw and mini trek otw coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional mini trek is being filed under separate manufacturing report number.